Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
A patient reported being stuck on their seventh step impression due to the 8 one is cracked. The patient stated that their doctor told them to stop using the aligners, but the patient said if they do their gaps comes back.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.